Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon got burst. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported post procedure.